Manufacturer narrative:
Manufacturers investigation is ongoing, a follow-up report will be submitted on completion.

Event description:
On (B)(6) 2019, trial lenses were dispensed to the patients mother, the patient was not seen in the office. The following day the patient reported blurry vision in the left (os) eye and sought medical treatment. Her vision was 20/100-3, the patient did not report any eye pain. The eye care provider reports central corneal clouding due to swelling, a central corneal scar, central corneal opacity, 3+ flare, hypopyon, and folds in descemet's membrane. The patient was referred to the emergency room to see a specialist for further care. Good faith efforts have been made by the eye care provider and the manufacturer to obtain additional information without success. The patient has refused to provide further information on follow-up care, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information and unknown resolution.

Manufacturer narrative:
Lot history, device history, sterilization records and trend reporting were reviewed, including dry manufacturing and wet manufacturing process. Manufacturers investigation found no issues were identified, no root cause could be established. The defects identified vary in severity rating based on the manufacturers risk assessment, severity ratings are scaled from one (1) to five (5) with 1 being the least severe and 5 being the most severe. Severity ratings for the identified defects are considered as listed below: incorrect diameter: severity rating 2 - considered minor as there is a minor risk to ocular health of the user or minor effect on device function which may cause the user dissatisfaction but not normally result in an injury or illness. Incorrect base curve and incorrect center thickness: severity rating 3 - considered to be moderate as there is a moderate risk to ocular health of the user by causing or contributing to temporary injury or illness or inadequate device function and may require medical intervention or change of lens. Incorrect ph and incorrect prescription: severity rating 4 - considered major as there is a significant but temporary risk to ocular health of the user causing or contributing to a reversible injury or illness which is not sight threatening; or major effect on device functionality. Frequently requires medical intervention or temporary suspension of lens wear. There were (B)(4) lenses manufactured from this lot and no additional complaints have been received. (B)(4). Based on the manufacturer's assessment and CAPA trigger matrix no further action is required. Coopervision does not plan to take any formal remedial corrective or preventative action, including field safety corrective action. Should additional information become available that requires corrective or preventative action, including any necessary field safety corrective action, coopervision will inform FDA via a follow-up report. As the used lens(es) directly involved in the incident were not returned to the manufacturer, it is unclear if the lens(es) involved were subject to a device failure or malfunction or caused or contributed to the pateint's condition. The relationship between the coopervision device and the adverse event is unconfirmed.